Manufacturer narrative:
The other (2) xience v stent indicated are being reported under the same MFR #. Results and conclusion summation - there was no reported product deficiency. The reported pt effect is a known adverse event as listed in the product risk assessment and instructions for use (IFU). A conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that predilatation was performed on the lmca prior to stenting with three xience v stents. No procedural complications were reported. The pt died in 2009, while in a skilled nursing facility. No info regarding the death is available.